Manufacturer narrative:
Product complaint # (B)(4). Device not returned. Additional information was requested, and the following was obtained: what was the name of the procedure? C-section. Was there any adverse consequence associated with the patient? No patient consequence. What is current condition of the patient? The patient has been discharged from the hospital, so it is unobtainable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name: irgacare®, active ingredient(s): triclosan, dosage form: suture/solid/parenteral, strength: = 275 g/m. Events reported via: 2210968-2021-07031, 2210968-2021-07032, and 2210968-2021-07034.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported that the same suture broke four times during sewing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.